Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing due to post paced t-wave oversensing observed on the implantable cardiac defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications would be discussed. No further information was reported.

Event description:
New information received stated that the implantable cardioverter defibrillator exhibited an episode of t wave oversensing on (B)(6) 2019. Programming changes were discussed. No intervention was reported. The patient was stable.

Event description:
New information received stated that the implantable cardioverter defibrillator exhibited an episode of t-wave oversensing on (B)(6) 2018. Atrial lead noise was also noted. Programming changes were made. The patient was stable.